Event description:
Healthcare professional reported "black speck" on the implant. The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material found on implant. Photographic device evaluation: a review of the device through photos noted the foreign material could be observed, however an assessment of the particle could not be performed as no measurement can be performed without the device.